Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240; which occurred on the homechoice during use, during dwell 3. The baxter technical service representative had the home patient cycle the power, and then received a se 2367 alarmed. The home patient stated that they would complete therapy using manual supplies. The baxter technical service representative advised the home patient to call their nurse in the morning. The homechoice device was operational. On (B)(6) 2011, the patient was contacted regarding the reported problem. The patient stated for this particular event they did not finish therapy or start over with new supplies. They stated they picked up therapy the next evening as normal. The patient stated they did talk to their nurse about the alarm, and everything checked out well. The patient does not have samples nor do they recall the lot number to the supplies. The patient stated that everything has been going well since. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3 was not confirmed due to a lack of sample. The lot number is unknown so a batch review was not performed. Therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.